Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three years following the implant of the left ventricular (lv) lead, dislodgement was observed. The physician suspected the lead was quite thin and the supporting force was not sufficient and attributed to the event. The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.